Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.

Event description:
On (B)(6) 2011, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient's onetouch ultra2 meter read inaccurately low compared to another device. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began about a month ago prior to contacting lfs. The patient reported blood glucose results of "120 mg/dl" with the subject meter and "325 mg/dl" on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. It is not known how the patient manages his diabetes or what action he took at the time of the alleged issue. The reporter claimed the patient felt a symptom of dizzy. On (B)(6) 2011 at 430pm, the patient went to an urgent care/ clinic and was administered insulin as treatment (type/ amount not specified). At the time of troubleshooting, the cca noted the meter was set to the correct unit of measurement and an approved sample site was used for testing. The patient did not have control solution to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly received medical intervention from a health care professional (hcp) after the reported issue began.